Event description:
Reporter stated that a pt capillary sample was measured, using the suspect device, with a result of >8.0 inr. Based on this value, a lab test was ordered which measured pt's blood pt value at 2.8 inr. Pt's therapy was not modified based on the value obtained on the suspect device. No pt injury was reported and no treatment was rec'd. At the time of the report, the facility no longer had the test strips that produced the discrepant value.